Event description:
Related manufacturer reference numbers: 2017865-2023-45353 it was reported via voluntary medwatch that the patient presented in clinic for unrelated matter. Upon interrogation, it was found that both the right ventricular lead and right atrial lead exhibited low pacing impedance. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120652.